Manufacturer narrative:
It was reported that the device was disposed and not expected to be returned; therefore, no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The warnings section of the directions for use indicates, "manipulate the zipwire hydrophilic guide wire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the zipwire hydrophilic guide wire without fluoroscopic confirmation may result in vessel perforation. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire hydrophilic guide wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking separation of the guide wire's tip, damage to the catheter, or damage to the vessel." At this time it is not possible to assign a definitive root cause for the event as reported. If any further relevant information is provided, a follow up medwatch report will be filed.

Event description:
Part of the outer lining of the guidewire sheared off and was left in the patient's subcutaneous tissue. The physician was unable to retrieve it. He brought the patient back again for surgery the next day within 24 hours. He did a second exploration of the area and was also again unsuccessful in retrieving it so the foreign body was left in the patient. They will leave it there. With pure attempts in vascular surgery to retrieve it and was being unsuccessful, they will leave it there and monitor the patient for adverse events and adverse effects. No complications to the patient post procedure. Patient was discharged. The actual procedure was completed with this device.